Event description:
The customer reported that console is frozen.

Manufacturer narrative:
(B)(4). The field svc engineer (fse) troubleshot the sys and found a problem with central processing unit board (sys interface board). He replaced the board, and installed (B)(4), this solved the problem.